Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump is alarming compromised forced sensor. He had a motor error alarm on it prior. His blood glucose is 75 mg/dl. Troubleshooting for the low blood glucose was offered but the customer declined because he said that he treated with carbohydrates. He stated that he is going to get the settings off of his old pump but was not able to because of the compromised forced sensor alarm. The customer was transferred to carelink in order for a representative to assist with getting his settings. The insulin pump will not be returned for analysis.